Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her pump has not worked in a while. It keeps saying that there is a blockage. There was infusion flow block alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion change. The customer was advised to monitor and call back if issue persists. The customer had used 2 boxes because of this alarm. The blood glucose was high 400-500mg/dl range. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.